Event description:
It was reported that a user experienced persistent hyperglycemia while hospitalized and using the ilet with a teflon 23-inch infusion set; fingerstick glucose was 425 mg/dl for several hours, the initial site change revealed bleeding and an insulin odor suggestive of poor absorption at a scarred site, a full cartridge and infusion set replacement was performed, and later the user disconnected and administered 10 units of subcutaneous insulin by pen before asking when to reconnect. Symptoms included hyperglycemia without other clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no available findings and insufficient information regarding a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.